Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 wherein the entire system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. Reprogramming was attempted but unsuccessful. As a result, surgical intervention may be undertaken to address the issue.